Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor as inserted into the abdomen on (B)(6) 2020. On the morning of (B)(6) 2020, the patient felt heat around the sensor area. The patient went to work where she is a registered nurse and was evaluated by her supervisor and it was determined that the insertion site was infected. She was given three antibiotic injections and a 10-day cycle of oral antibiotics. She then had an ultrasound to determine if any further issues occurred and the results were negative. No additional patient or event information is available.